Manufacturer narrative:
(B)(6). Device manufacture date: june 27, 2018 - june 29, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample revealed the reported problem of ruptured bladder. The reported problem was verified. The cause of the condition could not be determined from photos. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured during filling with nacl. There was no patient involvement. No additional information is available.